Event description:
A pt had a total colectomy and ileoanal pouch. Pt evaluated for a leak. Ileoanal pouchogram showed a leak, and the pt was taken back to o.r. The surgeon states he had a similiar leak with the same procedure and stapler a week prior. Given those circumstances, he is worried about the integrity of the staple line produced by this stapler.